Manufacturer narrative:
(B)(4). Similari to device with 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: a (B)(6) male patient underwent taa repair. The patient anatomical form was suitable for endovascular repair. On (B)(6) 2016: elephant trunk was previously placed in the ascending aorta. On (B)(6) 2016: zenith tx2 taa endovascular graft proximal component was placed as labeled. On (B)(6) 2016: purpura, change in color and pain in a leg and lower leg were confirmed. Biopsy of the affected area was conducted and the physician suspected it was due to hydrophilic polymer emboli from the biopsy result. Gore's dryseal sheath with hydrophilic coating and a balloon catheter were also used for this procedure. Patient outcome: no additional procedure was conducted to treat the symptoms but the symptoms are improving.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: this record is about a zenith tx2 taa endovascular graft proximal component, lot e3453474. Complaint is related to a patient whose exhibited purpura, change in color and pain in a leg and lower leg. A biopsy of the affected area was conducted and the physician suspected it was due to hydrophilic polymer emboli from the biopsy result. No additional procedure was conducted to treat the symptoms but the symptoms were improving. The sheath of the delivery system for this product is hydrophobically coated. No evidence was found to support that the device was manufactured outside cook medical specifications. However, since the device was not returned, a deeper evaluation could not be performed. After evaluation, no objective evidence was found to determine if this event was procedural, patient or device related, however, a CAPA has been raised for similar events. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair. The patient anatomical form was suitable for endovascular repair. On (B)(6) 2016: elephant trunk was previously placed in the ascending aorta. On (B)(6) 2016: zenith tx2 taa endovascular graft proximal component was placed as labeled. On (B)(6) 2016: purpura, change in color and pain in a leg and lower leg were confirmed. Biopsy of the affected area was conducted and the physician suspected it was due to hydrophilic polymer emboli from the biopsy result. Gore's dryseal sheath with hydrophilic coating and a balloon catheter were also used for this procedure. Patient outcome: no additional procedure was conducted to treat the symptoms but the symptoms are improving.